Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on sr-01100618 2017 that on sr-011006182017, upon removal of the sensor pod from the patient body, the sensor wire broke. The sensor insertion was at the abdomen on 03/16/2017. Reportedly, the patient removed the transmitter prior to removing the sensor pod. No additional event or patient information is available.no product or data were provided for evaluation. The reported broken sensor wire could not be confirmed. A root cause could not be determined.labeling indicates: do not remove the transmitter before removing the sensor pod from your body.